Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the black box showed evidence of unexplained pump reboots. The pump powered with the returned battery cap. The battery cap measured within specification. The battery cap was able to fully tighten. The battery compartment was found to be cracked in the thread area and below the grip pad. There was no evidence of moisture contamination inside the battery compartment. A 24 hr basal program was run with the returned battery cap. There was no reboot, loss of power or call service alarm duplicated. The pump case was removed and there was no evidence of moisture loose components inside the pump. An "intermittent power" event was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.